Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: d224trk implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2011; 4076 implantable pacing lead, implanted: (B)(6) 2011; 310c31 tissue valve, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that this lead had high impedances and high thresholds. The device was reprogrammed. No patient complications have been reported as a result of this event.